Event description:
It was reported that this right atrial (ra) lead exhibited signs of fracture, out of range impedance and loss of capture. In addition, the lead broke in an attempt for removal and was not entirely removed. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited signs of fracture, out of range impedance and loss of capture. In addition, the lead broke in an attempt for removal and was not entirely removed. This ra lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the impedance exceeded 3000 ohms before the lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited signs of fracture, with high, out-of-range pacing impedance of greater than 3,000 ohms and loss of capture. During the procedure, the lead broke and was not entirely removed. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted portion of the lead was not able to be returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.